Event description:
It was reported that during testing conducted at the manufacturer facility the guide pin of the device disassembled. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Event description:
It was reported that during testing conducted at the manufacturer facility the guide pin of the device disassembled. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Manufacturer narrative:
The reported disassembly of the guide pin was confirmed by a manufacturer repair technician through visual inspection. Potential causes for the reported event include a material integrity issue or impact. Since the device is a loaner unit, it will not be returned to the user facility, but was repaired and returned to the manufacturer loaner pool.